Manufacturer narrative:
The correction of h3: a device evaluated by manufacturer, h3: b device not eval provide code, h3: c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3: a device evaluated by manufacturer: no. Corrected h3: a device evaluated by manufacturer: yes. Previous h3: b device not eval provide code: other. Corrected h3: b device not eval provide code: n/a. Previous h3: c if other provide code - explain: device not returned to manufacturer. Corrected h3: c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - blueline. It was stated the water was running down in the extension arms and the label fell off from fork. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock and any parts falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was being used for patient treatment when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: according to the information provided the presence of water in the device is the result of a water leakage or condensation coming from the facility, it is a phenomenon external to the device. This problem is not related to the device, the blue line surgical light is not supplied with water and is not a source of a leak. For safety reasons a functional check of the device is required to verify the absence of damage. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the light heads for chipped paint, impact marks and any other damages during daily checks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - blueline. It was stated the water was running down in the extension arms and the label fell off from fork. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock and any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.